Event description:
It was reported that during a laparoscopic gastroplasty procedure when firing the last reload, the stapler did not open to release the tissue. The surgeon struggled a few minutes until he could remove it from the cavity. Then requested new instrument. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: damaged firing mechanism. Evaluation summary: the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and the firing trigger and the short rack had one tooth was broken. No functional test could be performed due to the condition of the device.